Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damage on the battery compartment and battery cover and also reported that pump was not turning on. The customer reported blood glucose value of 738 mg/dl. The customer reported hyperglycemia treated in hospital. The customer experienced the symptom of sickness during hospitalization. The event involved product(s) mmt-1712k. Troubleshooting was partially performed for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for damage and found damage to battery cap contacts. No further patient complications were reported. Mmt-1712k was requested and the device was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Using a test battery cap, the pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts being broken. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, stained/faded serial number label, pillowing keypad overlay, stained keypad overlay and a dented retainer ring. History download was successful using thus and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. The pump history file lists data on 05/23/2024 to 12/08/2024. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event dates 29-aug-2025 and june 19, 2025, due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event dates 29-aug-2025 and june 19, 2025, in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Display anomaly-blank display not confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Damage-battery cap confirmed. Damage-broken -battery cap contacts missing/damaged confirmed. Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.